Event description:
Plaintiff alleges suffering from a latex related illness. She alleges suffering respiratory problems, anaphylactic reactions and related mental and emotional distress. In addition, alleges being caused to suffer substantial loss of earnings and earning capacity. Plaintiff's husband alleges loss of consortium of his wife.